Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the reported event. The treatment for peritonitis was unspecified antibiotics administered interperitoneally (ip) (dosage, route, and frequency not reported). The patient had recovered from peritonitis. The patient was retrained on proper aseptic technique. The pd therapy was ongoing. Additional information was requested and was not available at this time. This is report 5 of 5 for this peritonitis event.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. A review of all batch record documents was performed for potentially associated lot number h12j11037 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information becomes available, a supplemental report will be submitted. (B)(4).